Event description:
Customer reported that battery in AED vented violently while inside of wall cabinet in the company kitchenette area. Event occurred sunday night, the security guard "smelled smoke" and called 911.

Manufacturer narrative:
Cardiac science's initial evaluation of the event has identified a potential battery mfg defect that could contribute to the occurrence of a severe vent during AED self-testing. It is extremely unlikely that this failure mode will occur during rescue.